Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported on (B)(6) 2016 that the patient's her current implant had not been targeting the correct area (lower back). The patient stated that in order to get it to target the area, she had to turn it up to where it is zapping down her legs. The patient noted that she had 6-7 programs and that she had met manufacturer's representatives (rep) which had been unsuccessful. The patient was going to follow-up with their healthcare provider (hcp) to address the therapy/program issues. The patient mentioned that she got the implant due to pain issues with l4, l5, s1 from a back accident. The patient mentioned again that she was aggravated that the new implant was not effective. Additional information received from a healthcare provider (hcp) on (B)(6) 2016 reported that a manufacturer's representative (rep) came to the office and reprogrammed the patient's stimulator on (B)(6) 2016. It was unknown what actions/interventions were taken to resolve the issues. It was unknown what caused the issues. It was unknown if the issue had resolved . Additional information received from the patient on 2016-nov-21 stated the manufacturer representatives have tried reprogramming the device but still not effective to block the pain. Additional information was received from the consumer on 2016-12-15. Stimulation that was going down their legs. It was also mentioned that one of the programs does form the knees up since the new implant. It was reported that it was aggravating, depressing, and was driving the patient crazy. The patient was working manufacturer representatives. The consumer reported that they had asked the manufacturer representative about trying different electrodes and that the manufacturer representative reviewed things like scar tissue and other factors can affect it as well. The patient had coordinated with the health care professional (hcp) assistant to have a manufacturer representative meeting. The patient had one program now that targets the right area and was somewhat effective for their pain. The patient mentioned that they had responded to the follow-up letter the patient had received from the manufacturer. The patient had an hcp appointment for (B)(6) 2017. Additional information was received from aconsumer regarding the patient on 2018-apr-27. It was reported that the patient¿s current implant was not working well. Five manufacturer representatives have tried to program her device, but none have ¿hit the sweet spot.¿ the patient stated that she has 4 different programs, but none of them work well. The stimulator is for her lower back pain, but she feels it ¿zapping¿ her legs (thighs). She stated that the ¿zapping¿ was not the stimulation and that it is ¿terrible, horrible.¿ when she lies flat on a surface it ¿zaps¿ her. The patient stated that they checked to see if the wires migrated, but they found that the leads did not migrate. It was unknown when the zapping sensation in the legs/thighs began. The patient stated that the programming that she used with her previous device worked so well and that she was going to try to get the parameters from her old health care provider. There were no further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's program is turned down, so it is not zapping as bad. The patient stated that it's zapping all the time. The patient runs the device 24/7 except when recharging. The patient said that their doctor in texas programmed it right to the sweet spot and that they were able to cut down on their pain medications. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had never received therapy benefit since implant. She is getting stimulation into her thigh when she needs it in her lower back. The patient has made 6 manufacturer representatives aware that the therapy has not been working since implant. The patient noted that she has fallen a couple of time since implant. However, the patient did not indicate that this was a cause of the therapy going to her thigh instead of her lower back. The patient noted that all of the manufacturer representatives have attempted to adjust the patient¿s programming, but they have not been successful. The manufacturer representatives have been aware since right after implant that the programming was not working. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377775, lot# n0036681, implanted: (B)(6) 2006, product type: lead; product ID: 377775, lot# n0036681, implanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that when the patient turned the stimulator up too high to stop the pain, they started feeling stimulation in their legs and it drove them crazy. They noted that the implant was never programmed correctly and that they found out the lead moved down. The patient's lead was being revised in (B)(6) 2019. They mentioned that their current ins never worked right to provide symptom relief but noted that they thought the rest of the electrodes were working because they were receiving pain relief in their back. The patient noted that they had an injection when they got the ins implanted, so they wouldn't feel the pain around the ins site during the surgery. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned off the ins because it was getting low. No further complications are anticipated.

Manufacturer narrative:
Continuation of d11: product ID 377775 lot# n0036681 serial# implanted: 2006-(B)(6) explanted: product type lead product ID 377775 lot# n0036681 serial# implanted: 2006-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s device is not working. She mentioned that the lead is not in the right spot. The health care provider has suggested getting a medical pump installed. The health care provider x-rayed the patient¿s back to see if there are any problems with the wire. Fluoroscopy showed that the wire on the left side has dropped down or pulled down, and it is not where it was originally installed. As of 2018-(B)(6), it had moved down four inches. The health care provider indicated that he would get it fixed. The patient has not had the leads replaced since original implant in 2006. The patient noted that she had a traumatic fall the day prior to the replacement of the newest implantable neurostimulator in 2016. The patient woke up on the morning of the report and she could tell that she had not taken her xtampza (pain medication) the night before because she was in a lot of pain on the morning of the report. The patient mentioned that her anxiety is at its breaking point because she cannot take her anxiety medication due to its interaction with the pain medication. The patient had tried taking ativan and it did not work. The patient noted that ¿it was killing her¿ because her back was spasming since 2018-(B)(6). The patient noted that this device has not worked. The patient has met with 5 or 6 different manufacturer representatives, and her health care provider had changed her from 27 milligrams to 36 milligrams of xtampza. She takes it every 12 hours. The patient indicated that it is not working well. There were no further complications reported or anticipated.